Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient had a fall causing uncomfortable stimulation. X-rays indicated the leads were fractured. In turn, surgical intervention may take place at a later date.